Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that an 25mm magna mitral valve in the tricuspid position was disabled via valve in valve procedure after an implant duration of approximately 8 years, 6 months due to unknown reason. Ttvr was completed with a 26mm 9750tfx transcatheter valve. Exact implant date is unknown; thus, used implant date of (B)(6) 2017 to aware date of 07/09/2025 to approximate duration.

Manufacturer narrative:
A device history record (DHR) review was not performed, as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error ((B)(4)). Engineering evaluation summary: there is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrective data: based on the additional information obtained, event description has been updated to reflect the correct implant duration and added patient's identifiers with device model/serial number.

Event description:
It was reported that an 25mm 7300tfx mitral valve in the tricuspid position was disabled via valve in valve procedure after an implant duration of 8 years, 4 months due to unknown reason. Ttvr was completed with a 26mm 9750tfx transcatheter valve.